Event description:
It was reported to the aci sales professional that a male pt underwent a coronary intervention catheterization procedure (exact date of procedure and pt details not provided). The physician, trained to the mynx procedure, proceeded to use mynx to close the femoral artery per the instruction for use (IFU). Hemostasis was achieved successfully. The pt was ambulated and discharged per hospital protocol. Two weeks later (exact date unk), ultrasound of the groin confirmed a pseudoaneurysm (psa). The pt was treated with thrombin injection. The pt has recovered without further clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contigent upon the successful completion of lot release testing and a documentation review by the quality dept.